Event description:
The customer reported that the system locked up. System functionality was recovered with a reboot. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.